Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high and undefined impedance 3-days post-implant. It was further reported that perforation was noted that required surgical intervention. It was also noted that the implantable pulse generator (ipg) may have had issues from implant or a defective nature which needed to be corrected. The patient also experienced; anxiety, distress, pain and suffering and nausea. Lead revision was performed and the lead remains in use. The ipg remains in use. No further patient complications have been reported as a result of this event.